Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s doctor reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer¿s doctor stated that the insulin pump alarmed button error and and would like to know how she can help her. No button error troubleshooting was performed. The customer¿s doctor was advised to have the customer discontinue use of pump and revert to back-up plan. And to call the medtronic minimed helpline to troubleshoot the button error issue. The insulin pump is not is expected to return for analysis.